Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that a customer was displeased with battery longevity of the crt-d (cardiac resynchronization therapy defibrillator) and alleged an increased risk patient complication at box change. No patient complications have been reported as a result of this event.